Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when trying to advance the cartridge popped and smoke came out of it and the lens would not advance. The surgery was completed with the replacement lens and everything went fine.additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).